Event description:
Approx four (4) months following implantation of a two-level construct (l4-s1), the pt bent over and felt a "pop". Subsequent radiography suggested that a rod had failed. At revision surgery on (B)(6), 2009, it was observed that the cephalad end of one rod had not broken, but had pulled loose from the l4 screw.

Manufacturer narrative:
The screw, rod, and locking cap were returned for examination, at which time no abnormalities, damage or wear other than that normally expected from 4 months in situ were observed. Sales rep., who was in attendance during surgery, reports that the rod on one side was a 120mm rod cut to size and was placed through a mini-open procedure. The rod on the other side was placed percutaneously, but physician used incorrect technique to measure appropriate rod length. As a result, the selected rod (60mm) was 5-10mm too short to span the entire two-level construct. When placed, the rod was likely too short to seat fully in the cephalad screw, and hence, was not securely captured by the locking cap. It is MFR's opinion that , under flexion, the improperly-seated rod end disengaged from the screw.